Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: the initial report of the patient death did not allege any device malfunction or deficiency related to the patient death. No issues with the patient¿s treatment or liberty select cycler were reported. Patients with chronic kidney disease (ckd) have an increased risk for mortality with cardiovascular origin being the main cause of death. Ckd continues to rise as a leading cause of death due to aging and increasing burden of risk factors for ckd including diabetes and hypertension.

Event description:
On (B)(6) 2022 it was reported that this peritoneal dialysis (pd) patient passed away in his sleep on (B)(6) 2022 while connected to the liberty select cycler. No further information was provided. Attempts to obtain additional information were unsuccessful.

Event description:
On 12/dec/2022 it was reported that this peritoneal dialysis (pd) patient passed away in his sleep on (B)(6) 2022 while connected to the liberty select cycler. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 12/dec/2022 it was reported that this peritoneal dialysis (pd) patient passed away in his sleep on (B)(6) 2022 while connected to the liberty select cycler. No further information was provided. Attempts to obtain additional information were unsuccessful.